Event description:
A patient reported poor communication on the patient programmer (pp). It was noted that the patient had recently been implanted or had a revision surgery and there was swelling or bandages present. Additional information from the patient reported their retention was back and he had been implanted on (B)(6) . The patient stated they were not able to get the programmer and implant to connect. The patient was advised to try and change positions of where he placed the antenna. The patient did this and got a ¿?¿. The patient implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.